Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotomy, the basket of an ngage nitinol stone extractor was unable to be closed and required intervention to remove from the patient. Prior to the procedure, the device was successfully tested for functionality and inspected for damage. A urinary stone was crushed using a laser, and the device was inserted using another manufacturer's endoscope. The user captured the crushed stone with the device, but the stone was too big to retrieve through the urinary tract. There was an area of stenosis just below the stone. The user attempted to release the stone, but the basket could not be opened. The user manipulated the handle several times, but the stone was not released from the basket. The basket sheath and handle were cut with scissors, and the endoscope was removed, leaving the distal segment of the device in the patient. The stone was crushed with a laser to remove the device segment. When the laser was used, a basket wire damaged and was subsequently removed with using forceps. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Event description: as reported, during a transurethral lithotomy, the basket of an ngage nitinol stone extractor was unable to be closed and required intervention to remove from the patient. Prior to the procedure, the device was successfully tested for functionality and inspected for damage. A urinary stone was crushed using a laser, and the device was inserted using another manufacturer's endoscope. The user captured the crushed stone with the device, but the stone was too big to retrieve through the urinary tract. There was an area of stenosis just below the stone. The user attempted to release the stone, but the basket could not be opened. The user manipulated the handle several times, but the stone was not released from the basket. The basket sheath and handle were cut with scissors, and the endoscope was removed, leaving the distal segment of the device in the patient. The stone was crushed with a laser to remove the device segment. When the laser was used, a basket wire damaged and was subsequently removed with using forceps. No additional patient consequences were reported. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation in two segments. The basket sheath was cut approximately 4.5 cm from the support sheath. The basket formation had a cut wire. The device was returned with the handle and the basket formation in the open positions. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3 cm in length. The handle was able to be actuated and a cut wire protruded from the end of the basket sheath. The basket sheath segment measured 105.5 cm in length. There were kinks in the basket sheath located in a long segment of the basket sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. It is possible that the kinks observed during device evaluation occurred during return shipment of the device inside of a ziploc bag, but it is more likely the kinks occurred during use of the device and were the cause of the failure of the basket to open. Cook has concluded that the cause of the kinks could not be conclusively determined, but it is possible that procedural factors such as the size/location of the stone, the path of the device inside the scope, or user technique caused or contributed to the kinks. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.